Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent revision surgery at 9 months post-operative due to rotator cuff tear and loosening of the stem. The implanted stem, humeral head and glenoid component were removed. Conversion into rsa. Surgeon's comment: he should have done rsa instead of tsa.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.